Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. In (B)(6) 2008, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), urinary tract infection ("urinary tract infection"), nausea ("nausea"), teeth brittle ("brittle teeth"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painfulsexual intercourse)") and tooth disorder ("dental problems"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fibromyalgia ("fibromyalgia"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), flatulence ("excessive flatulence"), alopecia ("hair loss"), arthralgia ("joint pain") and cystitis ("bladder infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, dysmenorrhoea, dyspareunia and cystitis had resolved, the weight increased, vaginal haemorrhage, menorrhagia, fibromyalgia, urinary tract infection, headache, nausea, teeth brittle, flatulence, tooth disorder and arthralgia outcome was unknown and the alopecia had not resolved. The reporter considered alopecia, arthralgia, cystitis, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, flatulence, headache, menorrhagia, migraine, nausea, pelvic pain, teeth brittle, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), fibromyalgia, urinary tract infection, migraines, headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia(painfulsexual intercourse), fatigue, excessive flatulence, hair loss, brittle teeth, joint pain, bladder infection were added. Patient information, concomitant condition and lab test were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 24-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage and paratubal cyst. Previously administered products included for an unreported indication: depoprovera. Concurrent conditions included morbid obesity and urinary incontinence. Concomitant products included ondansetron (zofran) from 2016 to 2017 and pregabalin (lyrica) from 2015 to 2017. In january 2008, the patient had essure (ess205) inserted. In january 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and the first episode of teeth brittle ("dental problems: brittle teeth"). In 2009, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraines"), nausea ("nausea/feel sick to stomach/sick to my belly"), the second episode of teeth brittle ("brittle teeth"), fatigue ("fatigue") and flatulence ("excessive flatulence"). In 2015, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced headache ("headaches"), alopecia ("hair loss"), arthralgia ("joint pain"), cystitis ("bladder infection"), breast pain ("sore breast"), pain ("body aches"), somnolence ("body getting very sleepy") and abdominal distension ("feel bloated/bubble movements in my stomach"). The patient was treated with surgery (hysterectomy (B)(6) 2017) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, dysmenorrhoea, dyspareunia and cystitis had resolved, the weight increased, vaginal haemorrhage, menorrhagia, fibromyalgia, urinary tract infection, headache, nausea, the last episode of teeth brittle, flatulence, arthralgia, breast pain, pain, somnolence and abdominal distension outcome was unknown and the alopecia had not resolved. The reporter considered abdominal distension, alopecia, arthralgia, breast pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, flatulence, headache, menorrhagia, migraine, nausea, pain, pelvic pain, somnolence, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of teeth brittle and the second episode of teeth brittle to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - in 2009: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients social media: sore breast, body aches, body getting very sleepy, feel bloated/bubble movements in my stomach". Most recent follow-up information incorporated above includes: on (B)(6) 2019: events reported via social media received. Events ¿sore breast, body aches; body getting very sleepy/; feel bloated/bubble movements in my stomach were added¿ concomitant medications were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 24-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage and paratubal cyst. Previously administered products included for an unreported indication: depoprovera. Concurrent conditions included morbid obesity and urinary incontinence. In (B)(6) 2008, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection"), nausea ("nausea"), the first episode of teeth brittle ("brittle teeth"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painfulsexual intercourse)") and the second episode of teeth brittle ("dental problems: brittle teeth") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fibromyalgia ("fibromyalgia"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), flatulence ("excessive flatulence"), alopecia ("hair loss"), arthralgia ("joint pain") and cystitis ("bladder infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, dysmenorrhoea, dyspareunia and cystitis had resolved, the weight increased, vaginal haemorrhage, menorrhagia, fibromyalgia, urinary tract infection, headache, nausea, flatulence, the last episode of teeth brittle and arthralgia outcome was unknown and the alopecia had not resolved. The reporter considered alopecia, arthralgia, cystitis, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, flatulence, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of teeth brittle and the second episode of teeth brittle to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - in 2008: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-dec-2018: pfs received. Reporter's information was added. Pt updated for dental problem to brittle teeth. Historical condition were added. Fu 2& fu3 process together. On 10-dec-2018: reporter's information was added. Concomitant condition was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage and paratubal cyst. Previously administered products included for an unreported indication: depoprovera. Concurrent conditions included morbid obesity and urinary incontinence. Concomitant products included ondansetron (zofran) from 2016 to 2017 and pregabalin (lyrica) from 2015 to 2017. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painfulsexual intercourse)") and the first episode of teeth brittle ("dental problems: brittle teeth"). In 2009, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraines"), nausea ("nausea/feel sick to stomach/sick to my belly"), the second episode of teeth brittle ("brittle teeth"), fatigue ("fatigue") and flatulence ("excessive flatulence"). In 2015, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced headache ("headaches"), alopecia ("hair loss"), arthralgia ("joint pain"), cystitis ("bladder infection"), breast pain ("sore breast"), pain ("body aches"), somnolence ("body getting very sleepy"), abdominal distension ("feel bloated/bubble movements in my stomach/ feel sick to the stomach every morning."), back pain ("back pain") and ill-defined disorder ("little illness"). The patient was treated with surgery (hysterectomy ((B)(6) 2017) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, dysmenorrhoea, dyspareunia and cystitis had resolved, the weight increased, vaginal haemorrhage, menorrhagia, fibromyalgia, urinary tract infection, headache, nausea, the last episode of teeth brittle, flatulence, arthralgia, breast pain, pain, somnolence, abdominal distension, back pain and ill-defined disorder outcome was unknown and the alopecia had not resolved. The reporter considered abdominal distension, alopecia, arthralgia, back pain, breast pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, flatulence, headache, ill-defined disorder, menorrhagia, migraine, nausea, pain, pelvic pain, somnolence, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of teeth brittle and the second episode of teeth brittle to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - in 2009: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients social media: sore breast, body aches, body getting very sleepy, feel bloated/bubble movements in my stomach". Most recent follow-up information incorporated above includes: on 12-nov-2019: social media received. Reporter information updated. Events: back pain, little illness were newly added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage and paratubal cyst. Previously administered products included for an unreported indication: depoprovera. Concurrent conditions included morbid obesity and urinary incontinence. Concomitant products included ondansetron (zofran) from 2016 to 2017 and pregabalin (lyrica) from 2015 to 2017. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painfulsexual intercourse)") and the first episode of teeth brittle ("dental problems: brittle teeth"). In 2009, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraines"), nausea ("nausea/feel sick to stomach/sick to my belly"), the second episode of teeth brittle ("brittle teeth"), fatigue ("fatigue") and flatulence ("excessive flatulence"). In 2015, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced headache ("headaches"), alopecia ("hair loss"), arthralgia ("joint pain"), cystitis ("bladder infection"), breast pain ("sore breast"), pain ("body aches"), somnolence ("body getting very sleepy"), abdominal distension ("feel bloated/bubble movements in my stomach/ feel sick to the stomach every morning."), back pain ("back pain"), malaise ("little illness") and sleep disorder ("sleeping is hard"). The patient was treated with surgery (hysterectomy ((B)(6) 2017) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, dysmenorrhoea, dyspareunia and cystitis had resolved, the weight increased, vaginal haemorrhage, menorrhagia, fibromyalgia, urinary tract infection, headache, nausea, the last episode of teeth brittle, flatulence, arthralgia, breast pain, pain, somnolence, abdominal distension, back pain, malaise and sleep disorder outcome was unknown and the alopecia had not resolved. The reporter considered abdominal distension, alopecia, arthralgia, back pain, breast pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, flatulence, headache, malaise, menorrhagia, migraine, nausea, pain, pelvic pain, sleep disorder, somnolence, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of teeth brittle and the second episode of teeth brittle to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - in 2009: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-jan-2020: social media: new event: sleep disorder was added. Reporter was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage and paratubal cyst. Previously administered products included for an unreported indication: depoprovera. Concurrent conditions included morbid obesity and urinary incontinence. Concomitant products included ondansetron (zofran) from 2016 to 2017 and pregabalin (lyrica) from 2015 to 2017. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painfulsexual intercourse)") and the first episode of teeth brittle ("dental problems: brittle teeth"). In 2009, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraines"), nausea ("nausea/feel sick to stomach/sick to my belly"), the second episode of teeth brittle ("brittle teeth"), fatigue ("fatigue") and flatulence ("excessive flatulence"). In 2015, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced headache ("headaches"), alopecia ("hair loss"), arthralgia ("joint pain"), cystitis ("bladder infection"), breast pain ("sore breast"), pain ("body aches"), somnolence ("body getting very sleepy"), abdominal distension ("feel bloated/bubble movements in my stomach/ feel sick to the stomach every morning."), back pain ("back pain"), malaise ("little illness"), sleep disorder ("sleeping is hard") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy ((B)(6) 2017) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, dysmenorrhoea, dyspareunia and cystitis had resolved, the weight increased, vaginal haemorrhage, menorrhagia, fibromyalgia, urinary tract infection, headache, nausea, the last episode of teeth brittle, flatulence, arthralgia, breast pain, pain, somnolence, abdominal distension, back pain, malaise, sleep disorder and pain in extremity outcome was unknown and the alopecia had not resolved. The reporter considered abdominal distension, alopecia, arthralgia, back pain, breast pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, flatulence, headache, malaise, menorrhagia, migraine, nausea, pain, pain in extremity, pelvic pain, sleep disorder, somnolence, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of teeth brittle and the second episode of teeth brittle to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - in 2009: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-mar-2020: social media content received: event leg pain was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage and paratubal cyst. Previously administered products included for an unreported indication: depoprovera. Concurrent conditions included morbid obesity and urinary incontinence. Concomitant products included ondansetron (zofran) from 2016 to 2017 and pregabalin (lyrica) from 2015 to 2017. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painfulsexual intercourse)") and the first episode of teeth brittle ("dental problems: brittle teeth"). In 2009, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraines"), nausea ("nausea/feel sick to stomach/sick to my belly"), the second episode of teeth brittle ("brittle teeth"), fatigue ("fatigue") and flatulence ("excessive flatulence"). In 2015, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced headache ("headaches"), alopecia ("hair loss"), arthralgia ("joint pain"), cystitis ("bladder infection"), breast pain ("sore breast"), pain ("body aches"), somnolence ("body getting very sleepy"), abdominal distension ("feel bloated/bubble movements in my stomach/ feel sick to the stomach every morning."), back pain ("back pain"), malaise ("little illness"), sleep disorder ("sleeping is hard") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy ((B)(6) 2017) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, dysmenorrhoea, dyspareunia and cystitis had resolved, the weight increased, vaginal haemorrhage, menorrhagia, fibromyalgia, urinary tract infection, headache, nausea, the last episode of teeth brittle, flatulence, arthralgia, breast pain, pain, somnolence, abdominal distension, back pain, malaise, sleep disorder and pain in extremity outcome was unknown and the alopecia had not resolved. The reporter considered abdominal distension, alopecia, arthralgia, back pain, breast pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, flatulence, headache, malaise, menorrhagia, migraine, nausea, pain, pain in extremity, pelvic pain, sleep disorder, somnolence, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of teeth brittle and the second episode of teeth brittle to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - in 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (B)(4) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (B)(4) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). The patient was treated with surgery (plaintiff had surgery to remove the essure implant.). Essure (B)(4) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and weight increased outcome was unknown. The reporter considered pelvic pain and weight increased to be related to essure (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.